Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and one non-conformance was raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated when the needle shield was removed. A second pr (B)(4) was created to capture mat# 328468 with lot#0293171. Verbatim: consumer reported when removed the needle shield the needle hub removes with the shieldlot # 0125308, catalog# 328438 ,date of event: unknown, sample status: discard. Consumer reported when removed the needle shield the needle hub removes with the shield".